Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer was unable to mount the tip onto the monopolar curved scissors (mcs) instrument. The procedure was completed as planned with no reports of patient injury. Intuitive received the following additional information via follow up: there were no reports of fragments falling into the patient when the instrument was last used.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken instrument tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. The broken piece was not returned and measured approximately 2.89mm x 2.03mm in size. The complaint was confirmed by failure analysis.